Manufacturer narrative:
Block b3: exact date unknown, event occurred at the year of 2021. Block d6b: explant date: 2021. Additional suspect medical device component involved in the event: model number/catalog number:sc-8216-50. Serial number: (B)(6). Batch/lot number: 7071996. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. All explanted device components were discarded.